Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Further, device specific info was not provided, precluding a device history record search.

Event description:
Revision due to pain and loosening. During revision, it was noted there was no cement mantle on femur or tibial tray.